Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 40 mg/dl. The customer felt that the event was caused by the insulin pump over infusing insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.